Event description:
Spontaneous. (B)(6) (lpn) reported pt (patient) was due for injection on (B)(6) 2023. After reconstitution, nurse went to draw back and push air through. Syringe felt very tight and when it finally gave way, some of the medication shot out while attempting to clear air in syringe. Lost medication and unable to provide complete dose with that vial. They had another vial on hand from same lot, reconstituted and administered that vial instead at time of appointment; however, are now short medication. No missed dose or adverse event reported. Unknown if defective syringe is available for return. Product lot number and expiration date are unknown. No further information. Reported to (B)(6) by: health professional.